Manufacturer narrative:
The complaint product, sapphire ii pro 1.5 x 15mm balloon catheter, was returned for evaluation. Per gross examination: the balloon was inflated and dried blood and crystallized contrast medium could be found in the balloon and inflation lumen. The distal subassembly of the balloon catheter was no longer attached to the catheter and broken at the rx port bonding section, as shown in figure 1. ]a longitudinal tear was found on the separated distal subassembly form the rx port with a length of approximately 8mm, as shown in figure 2. No case image cd was provided for analysis. Microscopic examination revealed of the broken edge was likely to be cut damaged before detachment, as shown in figure 3. Apart from above observed damage, no other anomalies were found on the returned device. A review of clinical information for this complaint revealed a hyperion 7 fr spb3.5 and sion was crossed to start the procedure and the lesion was crossed with no problems. After the gw was advanced to #14 a xt-a was delivered into #15. The device was inflated multiple times at 12 atm for pre-dilation and then ivus was performed to place a synergy 2.75/32 at #13-14. After the xt-a was re-crossed to #15 to perform kbt a stent balloon was delivered in the main truck and the device was delivered in the collateral through the stent strut and then the device was pulled back a bit where it broke off at the rx port. IFU describes "when using the dual wire technique, a dual hemostatic valve should be used and care taken when introducing, torquing and removing one or both wires to avoid entanglement. Guidewires should not be rotated more than 180 degrees in either direction during the dual wire procedure and if any resistance is felt, do not advance the guidewire or the dilatation catheter by force. Before proceeding, determine the cause under high resolution fluoroscopy. Advancement by force may result in damage to the vessel and/or laceration or separation of the guidewire or the dilatation catheter. This may necessitate recovery of fragments." There is no evidence of a product malfunction, inadequacy in the IFU, or a manufacturing defect. The complaint and analysis will be included in the complaint data reviewed and monitored for this product.

Event description:
A hyperion 7 fr spb3.5 and sion was crossed to start the procedure and the lesion was crossed with no problems. After the gw was advanced to #14 a xt-a was delivered into #15. The device was inflated multiple times at 12 atm for pre-dilation and then ivus was performed to place a synergy 2.75/32 at #13-14. After the xt-a was re-crossed to #15 to perform kbt a stent balloon was delivered in the main truck and the device was delivered in the collateral through the stent strut and then the device was pulled back a bit where it broke off at the rx port. The gw was pulled back hoping that the broken piece was pulled together with but the piece left inside the body. The broken piece was collected using a snare. The kbt was continuously performed alternatively using a laxa 2.0/12. At the final ivus it was observed the stent apposition was incomplete so it was post-dilated using a nc kamui 3.0/15 and the procedure was completed. Lesion located in #13-14, 100 % stenosed, slightly calcified, slightly tortured, femoral approach. It is seemed in consideration of the stent length of 32 mm that the rx port was located proximal the stent when it broke off. The physician commented that no resistance was felt thus no extra force was applied to the device during delivery. The sr claimed the balloon removed outside the body looked torn longitudinally. The clinical cine/cd was not provided. It was reported no patient injury.